Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test and verify no reservoir alarm anomaly, motion sensor test failure alarm, motor sound anomaly due to motor error alarm. There was moisture damage on reservoir compartment. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and motion sensor test failure alarm. The customer reported that there was insulin leak from the reservoir. The customer's blood glucose was 211 mg/dl at the time of incident. The insulin pump will be returned for analysis.